Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts were replaced. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the mobile view station (mvs) of the imaging system would not starting. Rebooting the system did not resolve the issue. The procedure was completed without the use of imaging system. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Correction: patient gender updated to proper value. Was inadvertently not included in initial MDR report as the information was available. The uninterruptible power supply (ups) for the imaging system was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.